Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they "had an accident once and I had to turn it off because it was hurting me really bad and they had to replace it". No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. Product ID 3889-33, lot# va118by, implanted: (B)(6) 2015, explanted: (B)(6) 2016. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va118by, ubd: 2019-10-31, UDI#: (B)(4). After further review and receipt of new information, it was determined that patient code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient was rear ended on (B)(6) 2016 and they had a visit with exam and test showed 6/10 leads broken. The hcp indicated the visit was on (B)(6) 2016, which does not fit the timeline of the event. The hcp also reported the ins was exchanged on (B)(6) 2016 and immediately after that the patient¿s symptoms improved. No further complications were reported.